Event description:
It was reported that the ilet issued repeated occlusion alerts after meal announcements over several days, followed by an occlusion alert at breakfast that cleared and then prompted a restart error; after the user restarted the device, the occlusion alert recurred, and a replacement device was arranged. Symptoms included high glucose. Outcomes included the user¿s transition to subcutaneous insulin via pen and continued cgm use with the dexcom app or receiver. Investigation included remote troubleshooting and education, confirmation of shipping and return logistics, guidance to shut down the device to prevent further alerts, and return of the device for evaluation. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.